Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an issue of over infusing during unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During functional testing, over infusing was not reproduced. Evaluation sent device for flow testing and delivered with error percentage greater than 5%. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause was determined to be pressure plate travel. The pressure plate travel requires to be adjusted to address this issue. Should additional relevant information become available, a supplemental report will be submitted.